Event description:
It was reported that the disposable tip fell off into the patient. I was retrieved with no patient harm. Clinical use at the time was not clear. No sample is available for investigation.

Manufacturer narrative:
(B)(4): in the case of this complaint no device was available for evaluation. Carefusion became aware of this complaint when complaint (B)(4) was filed by the facility. A device evaluation was done on the product which is the same, on complaint (B)(4). A medwatch has also been filed in the other event.